Event description:
It was reported that during normal device change out, an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal and external insulation abrasion were found at 9.0cm to 13.0cm from the lead tip. The silicone insulation was abraded and the rv conductors were visible. The etfe coating was abraded at the same location.